Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm alarm indicated a low glucose reading. The patient ate nachos and drank orange juice, but the cgm continued to show ¿low.¿ she developed a headache and went to urgent care. At the urgent care, her blood glucose was checked and measured 254 mg/dl. At that time, her cgm displayed a ¿sensor failed ¿ replace sensor¿ message. She was given IV fluids, and bloodwork was performed, which showed a normal blood glucose value. She remained in urgent care for approximately 30 minutes and was given two tablets of tylenol for a tension headache. She reported feeling fine upon discharge. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.